Event description:
It was reported that during a meniscorrhaphy surgery the surgeon used the device fast-fix 360, when t1 was deployed, t2 deployed simultaneously. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its post t2 deployment position indicating a complete deployment. No ts or suture were returned for evaluation. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. Per the device IFU, warning: do not push the deployment slider twice or the second implant will deploy prematurely. No root cause related to the manufacturing process can be established.